Manufacturer narrative:
(B)(4):the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Patient underwent uneventful ilasik procedure in both eyes on (B)(6) 2015. Affiliate doctor noted striae in left eye (B)(6) 2015 and referred patient back to the center for a flap lift and stretch in left eye on (B)(6) 2015. Completed without incident. (B)(6) 2015, visual acuity sans corrected 20/20 right eye, 20/20 left eye patient was referred back to affiliate for follow up care.